Event description:
It was reported that a cartridge alarm occurred during the load sequence and during insulin delivery with multiple cartridges. Customer reverted to an alternate method of insulin therapy. There was no adverse impact the customer¿s blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.